Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturing representative that the device was not working consistently and they couldn't turn it on. They tried new batteries in the last few months and in the last month they cannot synchronize at all. No information on diagnostics, interventions, cause, and outcome was known. Additional follow-up is being done to obtain this information. Patient indication for use is degenerative disc disease.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that the patient experienced prolonged nerve pain without relief. It was noted that the patient had 2 leads and when they would have severe muscle spasms/bulging discs continued with the unit. Elect was implanted too close to the spinal cord and the patient couldn't take over level 3; it was not helpful. It was advised that the unit was not syncing. It was hit or miss for several days at a time. The issue had been occurring for years. The issue had not been resolved due to them not having received a response for calibrating the unit. It was noted that the patient would have problems forgetting where they put the unit at times and would go days without relief. It was mentioned that it would be nice to prolong battery life (as they went through lots of batteries) and a beeper to find it like a tv remote. The remote would be lost for days a lot too. The patient had been trying to get support from a neurosurgeon that could help with pump therapy on days the unit was not enough relief. They would usually be referred to a neurostimulator specialist, one who would not prescribe pain medications to cope with the severe pain that the unit wouldn't cover. New narcotics were noted to be needed for pain. The patient was looking for more support. It was also noted that emergency rooms didn't have the units to turn off the therapy for when the patient would be brought in without the unit. Most would not know the stimulator was on and would hurt the patient.